Manufacturer narrative:
(B)(4). Date sent 10/15/2024. D4 batch #986c48. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with a gst45w reload present. The reload was received partially fired 1/10. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Additionally, photos were provided and they showed a device 45 mm from top view, with the battery pack loaded and a white reload. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 986c48, and no non-conformances were identified.

Event description:
It was reported that during laparoscopic pneumonectomy, the device could not be fired. The device was used on a vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available. The knife stopped in the middle and could not be fired when it was used on blood vessel.

Manufacturer narrative:
(B)(4) date sent 9/26/2024 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started) =the device started to deploy staples and cut but could not be completed (partially fire).or, did the device start to deploy staples and cut but could not be completed (partially fire) = yes.or, did the device fully fire and stop during the automatic knife return = no.was there any difficulty opening the device? =no.if yes, how was the device removed from the patient? =n/a. If yes, did the jaws eventually open? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/26/2024. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.